Event description:
The customer reported to olympus the gastrointestinal videoscope, there was perforation in the working channel. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the air/water tube has foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: connecting tube has a wrinkle; adhesive on bending section cover or distal sheath rubber has visible thread; adhesives around light guide lens has white-clouded area; adhesives around objective lens has white-clouded area; air/water tube has foreign objects; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to damage on channel tube, water tightness is lost; air/water cylinder has foreign objects; suction cylinder has no color; and air water cylinder has no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the biopsy channel. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event was found during preparation for use.